Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) abut hex-lock 4.5mm imp 5 .5 flare (hla4/5) was returned for investigation. Visual evaluation of the as returned product identified no damage/malfunction. Functional testing to recreate the reported event with an in-house driver, found the hla4/5 engaged/disengaged as intended. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. The customer did not provide any pictures. Information identified: warnings, precautions DHR review: DHR review was completed for the subject lot numbers (2019050536). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: a complaint history review by item numbers was conducted for the (hla4/5) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: does not disengage/release. Post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (hla4/5). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. Sections updated: b4: date of this report. D9: device availability and product return date. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated.. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
It was reported that after the abutment hla4/5 and screw was tightened, the surgical screwdriver cannot be removed. It could be replaced with a new abutment of the same model.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight: patient weight not provided. PMA/510k: additional 510(k) numbers are k013227 and k953101.